Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were having issues with their recharger. They said the recharger shocks them sometimes when they charge and they have an ache in the area of ins. They said that it would not start right away and was randomly present. They confirmed the ins site was healed. They were feeling it when it said "searching for device" screen and when they connected to the ins. They confirmed a thin layer of clothing was used, but troubleshooting did not improve the sensation. They confirmed they felt the shocking only during recharging. When asked event date for shocking while charging patient stated it has been going on "off and on" for awhile. Patient stated they saw their doctor and the manufacturing representative (rep) in august or september and was told the ins was fine. Patient was redirected to their doctor regarding continued issues. On 2025-nov-21 additional information was received from a manufacturer representative (rep). The rep reported that they saw the patient on (B)(6) 2024 and at that time, the patient didn't notify them of any "shocking". The patient did indicate that the recharger felt slightly warm, so they made the adjustment to the recharger to slow/cool setting.